Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02oct2018. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with 2.5 x 20 maverick balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut row 4 from the proximal end was damaged and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a kink 181mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.